Event description:
A kelly hemostat forcep broke during a procedure.

Manufacturer narrative:
It was reported that when a surgeon entered into the stoma of an ileostomy patient during a nephrectomy, the tip of the kelly hemostat forcep broke off. The surgeon located the tip via fluoroscopy in the lower abdomen. The piece was then removed. The facility stated that no serious injury resulted and the procedure proceeded without further incident. No sample was returned for evaluation. Without a sample, a root cause was not determined.